Event description:
It was reported that during a routine device change out, an outer insulation abrasion on the pace/sense portion of the lead was observed. The pace/sense portion had previously been prophylactically replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk ICD 2010-(B)(6), 419688 lead 2010-(B)(6). (B)(4).